Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell after surgery and partially tore his medial collateral ligament. Revised to attune revision to increase constraint. Surgeon commented on how the tibia was removed with very little effort and no cement adhered to the underside of the tibia. Doi: (B)(6) 2014; (B)(6) 2014 (tray and insert). Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed 18 october 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 1340 units released. H10 additional narrative: added: h6 (patient). No code available (3191) was used to capture joint instability.